Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The pse found that the power management (pm) speaker was completely open when homed out. The pse observed that the motor controller (mc) speaker would go from 8-11 ohms. The pse found that the unit would need a new speaker mc pcba. The customer provided a follow up to philips technical support and confirmed that both speakers were replaced to resolve the issue. The customer reported that the unit was put back into service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer reported that the ventilator had a check vent alarm - primary speaker. The ventilator was not in use on a patient at the time of the event.